Event description:
Edwards received information that a 19mm aortic bioprosthetic valve, implanted approximately one (1) year and one (1) month, was explanted due to mitral stenosis and regurgitation. At implant, this aortic valve was implanted upside down in the mitral valve position. The device was replaced with a 21mm non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was described as ¿all leaflets were hardened, and mobility was poor. Mobility of leaflets near the anterior cusp was poor in particular. Endocardial tissue was attached, which restricted the valve opening." The valve will not be returned for evaluation due to infection.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by the hospital to be unavailable due to infection. The device history record was reviewed and showed that this device met all manufacturing and sterilization specifications for product released prior to distribution. In addition a search of the complaint system was conducted for any reported infection involving a device sterilized in lot# s-13k3819. There were no other reports of devices explanted associated with infection as of (B)(4) 2015. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without return of the device or additional information from the health care provider, we are unable to investigate into the root cause for this event. Without return of the device or additional information the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.